Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no prior history of migraine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), prolonged periods ("menorrhagia/prolonged periods"), hypersensitivity ("allergic reaction"), polymenorrhoea ("frequent menses"), rash ("rash"), dyspareunia ("dyspareunia/painful intercourse"), the first episode of fatigue ("fatigue"), cyst ("cysts"), the first episode of migraine ("migraines"), menstruation irregular ("irregular periods"), bleeding menstrual heavy ("excessive or abnormal menstrual bleeding"), the second episode of migraine ("migraines") and the second episode of fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy to removal both coils). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, prolonged periods, hypersensitivity, polymenorrhoea, rash, dyspareunia, cyst, uterine leiomyoma, menstruation irregular, bleeding menstrual heavy, the last episode of migraine and the last episode of fatigue outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, hypersensitivity, menstruation irregular, polymenorrhoea, prolonged periods, rash, uterine leiomyoma, the first episode of fatigue, the first episode of migraine, bleeding menstrual heavy, the second episode of fatigue and the second episode of migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no prior history of migraine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/prolonged periods"), hypersensitivity ("allergic reaction"), polymenorrhoea ("frequent menses"), rash ("rash"), dyspareunia ("dyspareunia/painful intercourse"), the first episode of fatigue ("fatigue"), cyst ("cysts"), the first episode of migraine ("migraines"), menstruation irregular ("irregular periods"), bleeding menstrual heavy ("excessive or abnormal menstrual bleeding"), the second episode of migraine ("migraines") and the second episode of fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy to removal both coils). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, hypersensitivity, polymenorrhoea, rash, dyspareunia, cyst, uterine leiomyoma, menstruation irregular, bleeding menstrual heavy, the last episode of migraine and the last episode of fatigue outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstruation irregular, polymenorrhoea, rash, uterine leiomyoma, the first episode of fatigue, the first episode of migraine, bleeding menstrual heavy, the second episode of fatigue and the second episode of migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.